Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. No constant tone was noted. The pump had moisture damage on the motor, minor scratches on the display window, and a cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump was exposed to moisture. The display went blank following the incident. The customer mentioned that they wore their insulin pump while in the pool. Customer's blood glucose level at the time was unknown. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.